Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which they successfully completed, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any future issues arise, which they acknowledged.